Manufacturer narrative:
(B) (4). The product referred to in the complaint is not sold in the USA but it is similar to a product which is sold in the USA. The 510 (k) for that product is k020332. Complaint device is not available for further investigation. A photograph was provided for evaluation. Breathing circuits with heated inspiratory and expiratory tubes have a different heater wire plug for the inspiratory and expiratory tubes. The inspiratory tube had the wrong heater wire connector attached. A lot check revealed 4 other complaints of this nature for the given lot number. Conclusion: an inspiratory tube was incorrectly overmolded with an expiratory plug during production. We are currently modifying the production process to address such complaints and to reduce or prevent recurrence of this problem. (B) (4).

Event description:
A hosp in (B) (6) reported to our distributor that the rt126 infant breathing circuit had the wrong heater wire socket. It was reported that only 10 out of 30 rt126 infant breathing circuits had the incorrect heater wire sockets. No pt consequence was reported.